Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility and not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that when the coil implant was soaked in warm saline during the preparation process, the implant detached from the pusher. The device was not used in the patient.